Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance and damage was not determined. There was resistance at the proximal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Continuation of d10: product ID sfr-6-30 (b637686); implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr was damaged and encountered resistance in the rebar microcatheter during the procedure. The patient was undergoing surgery for treatment of an ischemic stroke. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 1 hour. It was reported that a 8f guiding and a distal access catheter (6f 125cm) were used as proximal supports. A 105-5081-153 microcatheter was used to place the stent at the location of the thrombus. During the delivery process, the sfr-6-30 thrombectomy stent and the microcatheter could not come out. After the stent was pulled out, it was found that the proximal end was kinked and damaged, which made it impossible to push it into place again. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.